Event description:
Related manufacturer reference number: 2017865-2022-03934. Related manufacturer reference number: 2017865-2022-03935. Related manufacturer reference number: 2017865-2022-03938. It was reported that the patient presented with infection. The system was explanted, and the right ventricular lead was replaced. Six days later, the patient passed away for an unknown cause. There is no known connection between the infection and the patient's death.

Event description:
Related manufacturer reference number: 2017865-2022-03934. Related manufacturer reference number: 2017865-2022-03935. Related manufacturer reference number: 2017865-2022-03938. It was reported that the patient presented with infection. The system was explanted, and the right ventricular lead was replaced. Six days later, the patient passed away for an unknown cause. There is no known connection between the infection and the patient's death.

Manufacturer narrative:
Correction: previously reported h6 should have been "3331 - analysis of production records" instead of "4118 - type of investigation not yet determined", "3221 - no findings available" instead of "3233 - results pending completion of investigation", and "4315 - cause not established" instead of "11 - conclusion not yet available".